Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A bellatek® encode® healing abutment 5mm(d) x 5.6mm(p) x 8mm(h) (eha558) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. However, the x-ray images were provided by the customer. The x-ray image shows the product not seating in the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used on the same day. DHR review was completed for the subject lot number (1192734d). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1192734d) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. However, based on the investigation and risk file review, the probable causes for the reported event are customer error for debris interference on the seating surface, improper healing abutment screw torque, and clinician does not follow the recommended protocol for product placement. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. This event is related to (B)(4) MFR# 0001038806 - 2020 - 00586. Device was not returned.

Event description:
It was reported that a healing abutment (eha558) could not seat into the implant. Prior to this event, doctor forced a different healing abutment down into the same implant (see (B)(4) MFR# 0001038806 - 2020 - 00586). Doctor removed the healing abutment from previous event and a new healing abutment (eha558) was attempted to seat into the implant. Finally, doctor decided to removed this healing abutment and the previous healing abutment was repositioned back into the implant. Implant remains implanted. Tooth location 14.